Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with red dot and chafing under the rear therapy electrodes. The patient's physician diagnosed the patient with an allergy to the device. The patient's physician prescribed the patient hydrocortisone cream. There is no indication of a device malfunction. The patient's medical condition is improved.